Manufacturer narrative:
The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a bent grip tang near the base of the grip tip. This causes entrapment of the tissue.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the joint of a force bipolar instrument became stuck and was not working/grasping as intended. The procedure was completed with no reported injury.